Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported on behalf of a ((B)(6) child) customer who received low readings on the adc freestyle libre sensor when compared to an adc meter. On (B)(6) 2019, a sensor message of ¿lo¿ (readings less than 40 mg/dl) and reading of 40 mg/dl was obtained compared to capillary readings of 156 mg/dl and 199 mg/dl. The customer experienced symptoms of ¿weakness and heavy legs sensation¿ and caregiver treated the customer with sugar but still obtained an unspecified low reading. The customer was given additional sugar and then a capillary reading of 400 mg/dl was received. Insulin (dose/type unknown) was administered as treatment and no further treatment information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
A caregiver reported on behalf of a (B)(6) customer who received low readings on the adc freestyle libre sensor when compared to an adc meter. On (B)(6)2019, a sensor message of ¿lo¿ (readings less than 40 mg/dl) and reading of 40 mg/dl was obtained compared to capillary readings of 156 mg/dl and 199 mg/dl. The customer experienced symptoms of ¿weakness and heavy legs sensation¿ and caregiver treated the customer with sugar but still obtained an unspecified low reading. The customer was given additional sugar and then a capillary reading of 400 mg/dl was received. Insulin (dose/type unknown) was administered as treatment and no further treatment information was reported. There was no report of death or permanent impairment associated with this event.